Manufacturer narrative:
No product was returned for this complaint. An extended investigation was performed and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite was reviewed and the dhrs showed the meter passed all tests prior to release. The dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. The strips associated with the case was expired at the time of the investigation, therefore, retain testing could not be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported obtaining unspecified higher readings from their adc meter compared to an hcp meter. In (B)(6) 2018 the customer experienced symptoms of sweating, fainted, loss of consciousness, and had a seizure. An unspecified blood glucose was obtained on the hcp meter and the customer was treated for hypoglycemia by emergency services with an injection of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on customer¿s report of november 2018. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified higher readings from their adc meter compared to an hcp meter. In (B)(6) 2018, the customer experienced symptoms of sweating, fainted, loss of consciousness, and had a seizure. An unspecified blood glucose was obtained on the hcp meter and the customer was treated for hypoglycemia by emergency services with an injection of glucose. There was no report of death or permanent injury associated with this event.